Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having a safety clamp error alarm. A review of the patient¿s treatment records identified that the patient drained 4973ml during drain 1 of the treatment. This drain volume is 332% the patient's prescribed fill volume of 1500 ml. As a result of the iipv event, the technical support representative advised the patient's nurse to discontinue use of the cycler. A new cycler was issued to the patient. Upon follow up with the patient, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated they went to the clinic to complete the peritoneal dialysis treatment.the patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler returned date was originally missed, however the patient stated they will schedule a new return date for the cycler to be evaluated at the manufacturer.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer. No physical damage was noted during an external visual inspection. An as-received simulated treatment was initiated and completed without failures. During the treatment, weigh and record the amount of fluid in the pseudo-patient bag after each fill, and compare the weighed fill values in each cycle with the treatment's programmed fill setting. The cycler weighed fill volume values were within tolerance. The cycler underwent and passed a system air leak test, valve actuation test, and a patient sensor functionality check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the cycler found dried fluid underneath the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. There were no other visual discrepancies observed during the internal inspection. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having a safety clamp error alarm. A review of the patient¿s treatment records identified that the patient drained 4973ml during drain 1 of the treatment. This drain volume is 185% the patient's prescribed fill volume of 1500 ml. As a result of the iipv event, the technical support representative advised the patient's nurse to discontinue use of the cycler. A new cycler was issued to the patient. Upon follow up with the patient, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated they went to the clinic to complete the peritoneal dialysis treatment. The patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler returned date was originally missed, however the patient stated they will schedule a new return date for the cycler to be evaluated at the manufacturer.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having a safety clamp error alarm. A review of the patient¿s treatment records identified that the patient drained 4973ml during drain 1 of the treatment. This drain volume is 332% the patient's prescribed fill volume of 1500 ml. As a result of the iipv event, the technical support representative advised the patient's nurse to discontinue use of the cycler. A new cycler was issued to the patient. Upon follow up with the patient, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated they went to the clinic to complete the peritoneal dialysis treatment. The patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler returned date was originally missed, however the patient stated they will schedule a new return date for the cycler to be evaluated at the manufacturer.